Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; patellar tendon rupture and ligamentous laxity.¿

Event description:
It was reported that a patient enrolled in a clinical study underwent initial right total knee arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2008 due to instability and patellar tendon rupture. The tibial bearing and locking bar were removed and replaced.